Manufacturer narrative:
Health effect - impact codes: (B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in lower third of face and mandibular contour with 2ml juvéderm® volux¿ in mandibular region, 2.1ml juvéderm® voluma¿ with lidocaine in unspecified area, and 1ml juvéderm® volift¿ with lidocaine in mento region. One day later, patient felt pain in the left mandibular angle. Two days later, patient developed edema in left mandibular angle. Hcp prescribed oral corticoid as the filler had migrated and developed a nodule in left. Two days later, patient had an ultrasound showing nodule of hyaluronic acid and migration. One week later, physician performed a puncture in the region and 6-7ml of pus was extracted; this material was sent for cultures. Patient was prescribed clavulin®. One day later, patient had another ultrasound and an additional 4ml of pus was drained from area. Patient was injected with triancil® (0.5ml of traincil diluted with 4ml of saline solution). Hcp noted, "according to the radiologist, there was no collection left." Two days later, culture showed staphylococcus aureus. Hcp believes contamination occurred peri-procedure. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00383 (allergan complaint #pr (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Event description:
Additionally, it was reported that another ultrasound was performed and showed the abscess was resolving and small amount of edema remained. The filler was in the process of being absorbed.